Event description:
It was reported that a patient with an implantable neurostimulator for pain management experienced issues with the device. The patient indicated that the stimulator was not functioning properly and had not been effective since almost the beginning of its use. The patient had undergone vertebrae fusion over a decade ago, which was suggested by their doctor as a possible reason for the reduced efficacy of the stimulator. Additionally, the patient was unable to charge the implant without assistance. They explained they needed to be "hooked up to charge" because of where the ins was implanted by the doctor. The pt commented that they had lost a lot of weight. The patient stated they continued to experience pain despite the implant. The pain increased when the implant was not functioning and sending minor shocks. The patient was advised to consult their healthcare provider for further evaluation and was provided with a contact number for additional support. An appointment with their pain doctor was scheduled for the following wednesday, with plans to potentially meet with a representative at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient reported they are having problems with the stimulator and they stopped using the therapy a year or two ago because the device was not working. Patient stated they went to a new healthcare provider and healthcare provider told her to call the medtronic representative to set up an appointment to reset the implant. Patient stated the doctor's office give her a rep's name and contact information. Patient mentioned they are getting an epidural shot tomorrow. Patient stated they need relief on the lower back. Agent asked clarifying questions and patient said they haven't charged the implant or the controller in a while. Patient service reviewed device function and recommend patient charge the controller and then charge the implanted neurostimulators and call patient service for assistance if necessary. Agent reviewed reps role and recommend patient call the number provided to her. The patient was redirected to their healthcare provider to further address the issue.